Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the user experienced elevated blood glucose for approximately six hours while using an ilet system with an inset teflon infusion set; the user performed a site-only infusion set change and a fingerstick measured 480 mg/dl, after which the agent confirmed that glucose trended down. Symptoms included hyperglycemia. Outcomes included transient elevation in blood glucose that resolved after changing the infusion site, with no alarms and no medical interventions beyond troubleshooting and education. Investigation included user support, review of blood glucose trends, and reinforcement of site-change troubleshooting. Investigation of this case revealed no device alarms, no observed infusion set abnormalities on removal, and a favorable response to a site-only change, which is consistent with a potential infusion site or delivery issue that could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.